Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired while undergoing a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. It was affirmed the patient was connected to the cycler at the time of death. The patient was initially found on the floor next to the bed in respiratory arrest by family. Emergency services were activated, and cardiopulmonary resuscitation (CPR) efforts were performed during transport to the hospital. After multiple rounds of CPR, the patient was pronounced deceased in the hospital on the same day. It was unknown why the patient was found on the floor initially, but it was affirmed this was unrelated to pd therapy. The patient¿s cardiac arrest was attributed to multimorbidity and complications from a recent covid-19 viral infection approximately two weeks prior to this event. It was confirmed the patient¿s cardiac arrest leading to his death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired while undergoing a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. It was affirmed the patient was connected to the cycler at the time of death. The patient was initially found on the floor next to the bed in respiratory arrest by family. Emergency services were activated, and cardiopulmonary resuscitation (CPR) efforts were performed during transport to the hospital. After multiple rounds of CPR, the patient was pronounced deceased in the hospital on the same day. It was unknown why the patient was found on the floor initially, but it was affirmed this was unrelated to pd therapy. The patient¿s cardiac arrest was attributed to multimorbidity and complications from a recent covid-19 viral infection approximately two weeks prior to this event. It was confirmed the patient¿s cardiac arrest leading to his death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to his death. The cause of this patient¿s cardiac arrest can be attributed to multimorbidity and complications from a recent covid-19 viral infection as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. This was further compounded by a covid-19 infection which is known to promote a high risk of cardiac arrest in susceptible patients. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. The visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Touch screen test passed. Voltage verification check passed. Valve actuation test passed. System air leak test passed. Teach pumps passed. Patient sensor check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired while undergoing a ccpd treatment. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2024 due to a cardiac arrest. It was affirmed the patient was connected to the cycler at the time of death. The patient was initially found on the floor next to the bed in respiratory arrest by family. Emergency services were activated, and cardiopulmonary resuscitation (CPR) efforts were performed during transport to the hospital. After multiple rounds of CPR, the patient was pronounced deceased in the hospital on the same day. It was unknown why the patient was found on the floor initially, but it was affirmed this was unrelated to pd therapy. The patient¿s cardiac arrest was attributed to multimorbidity and complications from a recent covid-19 viral infection approximately two weeks prior to this event. It was confirmed the patient¿s cardiac arrest leading to his death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).